Manufacturer narrative:
Serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a no external power and low power event while tethered to the mobile power unit. Log file analysis noted the events took place on (B)(6) 2020 and (B)(6) 2020 respectively. The site originally reported multiple low voltage alarms. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning 20 days (30jul2020 ¿ 19aug2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. No external power alarms were observed on (B)(6) 2020 at 11:09 and at 11:15, and on (B)(6) 2020 at 6:46 while the mpu was in use. These alarms appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. These alarms resolved when power was restored to the system. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the cause of the event were asked multiple times and no responses were received. The root cause of the observed losses of ac power within the log file was unable to be determined through this analysis. Heartmate 3 patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.